Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter entrapment occurred. The 90-95% stenosed target lesion was located in the mildly tortuous proximal right coronary artery. A non-bsc guide wire was advanced to the lesion. A 2.00mm x 15mm emerge balloon catheter was used to predilate the lesion prior to stent placement. The physician rapidly advanced the balloon catheter repeatedly over the wire in an attempt to cross the lesion. It was noted that the wire "bound up" in the catheter. They attempted to remove the guide wire but failed. The balloon catheter and the wire were pulled out together. It was found out that the distal end was accordioned just proximal to the balloon which seemed to be impinging on the wire and the wire was trapped in the balloon catheter central lumen. The case was resumed using a non-bsc guide wire and a 2.5x12mm otw emerge balloon catheter which successfully crossed the target lesion. A 2.5x32mm otw promus premier stent was implanted and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with an emerge shelf box and an un-identified guidewire. The returned packaging and catheter matched the reported batch number. The guide wire was protruding 153.5 cm from the hub/manifold of the device and 0.5cm from the tip. The outer diameter (od) of the guide wire was measured with a calibrated snap gage. Microscopic inspection of the hub/manifold revealed that the proximal end of the inner shaft was appropriately positioned and attached. The shaft was buckled in three locations adjacent to the hub, 11.5cm from the proximal weld and adjacent to the proximal markerband. The proximal end of the balloon was bunched-up. There was no other damage to the device. Attempts to remove the wire from the catheter lumen were unsuccessful. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and guidewire-catheter interaction. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 90-95% stenosed target lesion was located in the mildly tortuous proximal right coronary artery. A non-bsc guide wire was advanced to the lesion. A 2.00mm x 15mm emerge balloon catheter was used to predilate the lesion prior to stent placement. The physician rapidly advanced the balloon catheter repeatedly over the wire in an attempt to cross the lesion. It was noted that the wire "bound up" in the catheter. They attempted to remove the guide wire but failed. The balloon catheter and the wire were pulled out together. It was found out that the distal end was accordioned just proximal to the balloon which seemed to be impinging on the wire and the wire was trapped in the balloon catheter central lumen. The case was resumed using a non-bsc guide wire and a 2.5x12mm otw emerge balloon catheter which successfully crossed the target lesion. A 2.5x32mm otw promus premier stent was implanted and the procedure was completed. No patient complications were reported and the patient's status was fine.